Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an unspecified cartridge issue. Cartridge was reloaded and resumed insulin deliveries. Customer¿s blood glucose level was 151 mg/dl.